Manufacturer narrative:
H.6. Investigation summary: bd received a 22 gauge insyte autoguard blood control unit from lot 8298609 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a v-shaped cut in the catheter tubing near the tip of the catheter tubing. Next, a water/air leak test was performed and air bubbles were seen on the nose of the adapter and coming from the v-shaped cut. Based off the visual inspection and testing the engineer was able to verify the reported defect. However, a definitive root cause for the observed v-shaped cut and leakage could not be determined as the unit was received outside of its original packaging. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that blood leaked from the catheter adapter with a bd insyte¿ autoguard¿ bc shielded IV catheter. This occurred on 2 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter, translated from japanese to english: blood leaked from the root of the catheter and the catheter adapter.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the catheter adapter with a bd insyte¿ autoguard¿ bc shielded IV catheter. This occurred on 2 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: blood leaked from the root of the catheter and the catheter adapter.